Manufacturer narrative:
H10. E1 - reporting institution phone number - (B)(6). E1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure line disconnect alarm. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Further information is pending the scheduling and completion of service.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and evaluated the device. The reported problem could not be reproduced by the fse. The fse successfully completed a performance verification test (pvt) which the device passed. The system was determined to meet the manufacturer¿s specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Product UDI is corrected.